Event description:
It was reported that after a transurethral microwave treatment, the procedure, a balloon leak was noticed. The physician inserted the first catheter, however, it would not initiate treatment. Therefore, another catheter was inserted and the procedure was successfully completed. However, upon withdrawal of the location balloon, no fluids were returned. It is noted that per urologix requirement, testing of the location balloon with 10 cc of sterile water is required before inserting the catheter into the patient, however, this was not performed before treatment. No patient injuries or complications were reported. The patient status is reported as "fine".

Manufacturer narrative:
The cooled thermocath (ctc) was returned for analysis. Upon visual inspection, a large tear was confirmed. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. It is noted that the labeling requires that the location balloon be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. The leak was confirmed, however, the root cause of the event is unk.